Event description:
It was reported that pump experienced repeated malfunction alarms that prevented access to pump functions, and no blood glucose information was available for this event. There was no reported impact to the customer¿s blood glucose level. Technical support and distributor turned pump off and on in an attempt to reset it, confirmed ongoing malfunction, arranged for pump to be returned for evaluation, and provided replacement pump to customer.